Event description:
It was reported that the patient presented with a non-bsc device that was not functioning due to fluid loss. The device was explanted and replaced with a new device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).